Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) disassembled the iabp and tightened the high pressure helium hose from the 300 psi check vale to the quick disconnect coupler and loosened and reseated the manual vent plug on the fill manifold. The stm then refilled the internal helium tank and rechecked for leakage, the iabp was within the factory parameters. The stm completed the pm and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that a helium leak was found on the cardiosave intra-aortic balloon pump (iabp); the internal helium tank pressure was depleting more than 3 psi in a 30 min period, it dropped approximately 30 psi in 30 minutes while out of the cart. There was no patient involvement, thus no adverse event was reported.